Event description:
Event description boston scientific received information that impedance measurements from this left ventricular lead had been increasing since implant in november 2004. In november 2006, measurements exceeded 2000 ohms.